Event description:
Caller states that during a proficiency study, the following result was obtained on the coaguchek s system: 6.9 inr with a mean of 4.46 inr (survey range 2.7 - 6.2 inr) no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. H6- retention testing was done on strips. Customer only returned the meter. No strips were returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.